Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise leading to oversensing and the intermittent loss of pacing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was reprogrammed. The patient was stable and will continue to be monitored.